Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the user facility. The reported event occurred during the middle of a prostate vesiculectomy. The physician was working on the prostate when the teflon pad melted and the probe broke off and fell inside the patient. No medical or surgical intervention was required as the device fragment was retrieved using an unspecified instrument. There was no unusual noises or phenomena before the event. No error codes were observed. The device, the associated equipment and connections to the generator were inspected before use and no anomalies were observed. There was no unexpected bleeding to the patient as a result. The procedure was delayed by 30 minutes, no additional treatment was required to the patient. The patient did not have any pre-existing conditions. The user facility also reported the referenced device will not be returned.

Manufacturer narrative:
The device was not returned to olympus for evaluation. In addition, insufficient information was provided by the user facility regarding the patient, procedure and device. Olympus will continue to investigate. The cause of the reported event could not be confirmed, however, the instruction manual provides warning to mitigate the risk of device damage which states: do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. When cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm that they are transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation. If additional information becomes available or if the device is returned at a later date, this report will be updated accordingly.

Event description:
Olympus became aware that during procedure, the tip of the tweezers (probe) was broken with irreversible loss of its function.